Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Heads doesn't fit on toothbrush-oral-b/power oral care refills [device physical property issue] , heads failing off of toothbrush-oral-b/power oral care refills [device breakage] . Case narrative: consumer reported via e-mail that consumer's brush heads does not fit and stay on the prong without falling off. No injury reported.